Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, when the footprint anchor's package was opened, it was found that the anchor was fractured. The procedure was completed with a smith and nephew back up device. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the device and anchor were returned with debris present, indicating use. The anchor had split to the side at the distal tip, exposing the inner screw. There was deformation present around the fracture. There were no other issues with the device or insertor. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the inspection procedure found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. The complaint was confirmed. Factors that could have contributed to the reported event include reuse of a single use device, excessive force or bending during use, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder rotator cuff repair surgery, when the footprint anchor's package was opened, it was found that the anchor was fractured. The procedure was completed with a smith and nephew back up device. No patient injury, delays or other complications were reported. Results of investigation determined that the anchor was returned with debris present, indicating use. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.